Event description:
It was reported that the patient presented in the operating room for a device implant. During device preparation, the pulse generator exhibited premature battery depletion. The device was replaced. The patient was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.